Event description:
It was reported the patient received the following results within 15 minutes: 130 mg/dL (user´s meter) and HI (= higher than the measurement range of the meter) obtained from a professional (pharmacy) meter.The patient experienced symptoms of hyperglycemia including polyuria and vomiting. The patient´s mother administered insulin to lower the blood glucose levels.

Manufacturer narrative:
THE EVENT OCCURRED OUTSIDE OF THE UNITED STATESWHILE THIS PRODUCT IS NOT SOLD IN THE UNITED STATES, IT IS LIKE OR SIMILAR TO A PRODUCT MARKETED IN THE UNITED STATES.